Manufacturer narrative:
Patient information was requested, but the customer did not response.

Event description:
The customer reported that the ventilator went vent inop and displayed codes that indicated a spi bus failure . The customer reported that the unit was in use on patient , there was no patient harm reported.